Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was treated with deep venous catheterization. The doctor encountered resistance when pushing the tube due to the crack of the head end part (luer adapter) of the product. It was also stated that the removal and inspection of the product were done to determined that there was a cracked, and the feeding was difficult. The doctor cut the cracked part with scissors. It was successful after relocation. There was no reported patient outcome.